Event description:
The customer contact reported a separation. One of the two piercing pins of the bifurcated tubing set was being used to deliver unspecified volume of packed red blood cells (prbcs) at an unspecified rate, via a plum pump. The second piercing pin of the bifurcated tubing set was inserted into a solution container and was to be used to flush an unspecified volume of normal saline through the tubing set. After an unspecified length of time, it was reported that the male adapter of a syringe was connected to the clave secondary port on the cassette of the tubing set and was to be used to remove air from the tubing set. At this time, the customer contact reported that the clave secondary port separated from the semi-rigid female adapter on the cassette of the tubing set and an unspecified volume of prbcs leaked onto the nurse's clothes. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.